Manufacturer narrative:
(B)(4). D10: xlpe 0 deg poly liner 60x32, #item 00630506032, #lot 61106345. Femoral head +3.5x32mm dia, #item 00801803203, #lot 61178711. Therapy date: (B)(6) 2025. G2 report source: australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision 16 years post implantation due to a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Due to insufficient product information on the concomitant shell, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.